Event description:
The customer obtained imprecise and lower than expected vitros phbr quality control results on a vitros 5,1 fs chemistry system. The following vitros phbr results were obtained from the vitros tdm pv control fluids: tdm pv lot n2096 (expected value = 15.14 ng/ml): 6.8, 8.3; tdm pv lot m1914 (expected value = 60.78 ng/ml): 59.9, 30.1. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd field engineer identified and repaired mechanical issues impacting the immunorate subsystem of the analyzer. Following completion of these service actions, acceptable system performance was observed. The investigation concludes that the root cause of this event is most likely instrument related. There was no evidence to suggest that a reagent related issue contributed to the event.